Event description:
It was reported that the patient was treated with an offset isocenter of 3 cm table height with respect to the theoretical isocenter. Based on the available information, there was a mistreatment, however the customer has stated that "minor dosimetric impact expected without clinical consequence".